Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text: device not returned.

Event description:
It was reported through the stryker facebook page, "guess they should have told me to do v. Just giving me exercises that I thought were too easy! But after surgery can hardly lift, bend."